Event description:
It was reported the end user developed a red, splotchy rash under tape border only and self-treated with desitin and over the counter cortisone 10. However, the rash persisted and she saw her primary physician on (B)(6) 2015 and was prescribed nystatin with triamcinolone. The end user further reported 'that this has not really improved the area although, it is less red. However, some redness and splotchiness remains'.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.